Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis could not replicate or confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed all in-house testing on both attempts. The instrument was fully functional. There was no physical damage at the distal wrist. No product issue was identified. Additionally, the instrument was found to have corrosion on axis 5,6, &7 of the clamping pulleys in the back end. Also, grips input disk bearings exhibit orange discoloration.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair surgical procedure, the force bipolar instrument had a non-intuitive motion. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reported issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer (hrsv) while attempting to manipulate instruments from the surgeon console. The issue was reportedly intermittent and observed when the surgeon first took possession of the instrument to begin an inguinal hernia repair. The instrument was observed to move in the opposite direction of that intended by the surgeon, however, the occurrence of shakiness/friction, instrument-to-instrument or system-to-arm interference, or external collisions was denied. The issue was resolved by replacing the instrument with another force bipolar instrument without injury to the patient.

Manufacturer narrative:
Section a has been updated with the patient demographics information.

Event description:
Refer to h10/h11 for follow-up information.